Event description:
The pt has several medical problems. The pt was put on the vent by respiratory therapists in the back of the ambulance. While pt was attached to vent an alarm went off instructing the amount of volume delivered does not equal the amount set. Fifteen minutes into the trip the pt's mental status became altered which prior to departing the pt was alert. Pt stated they were hot. Pt was then bagged to check out the vent and call the transferring hosp. The hosp was informed of the pt's condition and advised that the pt probably "vagaled" out. With some evaluation of the pt the medic found that the o2 supply was depleted. The pt was then put on the portable o2 and remained having the same problem. The pt was then bagged and pt's mental status and skin color improved. About 15 minutes the pt's bp dropped but all other vitals checked out fine. Pt's bp dropped more and the closest hosp was called to accept this pt. Pt condition improved and the pt was returned to pt's original destination with no further complications.